Event description:
It was reported that threshold measurements had post-operatively risen on the right ventricular (rv) lead due to a perforation of the anterior wall. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 ipg, implanted (B)(6) 2014. (B)(4).